Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-1610, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2007 and gradually started to lose her health. Additional information received on 17-nov-2015 (ptc investigation result). She thought she was crazy until she found out that other women with essure were experiencing symptoms like hers. She had a hysterectomy and salpingectomy to remove essure a year prior to this report and was feeling vastly better. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had hysterectomy and salpingectomy performed to remove essure. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for essure removal was not specified, since reporter regarded the events as a consequence of essure use and no follow-up will be possible; company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.